Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device did not work once connected to the console device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.